Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a wallflex biliary rx uncovered stent system was used during a stenting procedure (over 18 yr old female). According to the complainant, strong resistance was felt when attempting to cross the lesion, and the stent could not be deployed. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.